Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Initial reporter: additional phone numbers were provided as: "(B)(6)."

Event description:
The customer received questionable results for six patients for free thyroxine (ft4), six patients for vitamin b12, one patient for intact human chorionic gonadotropin + the b-subunit (hcg+b), and three patients for total psa total (free + complexed) psa - prostate-specific antigen (total psa). Of the data provided, only the ft4 results for two patients and the hcg+b result for the one patient were reportable malfunctions. Patient 1 initial ft4 result was 6.07 ng/dl and the repeat result was 1.10 ng/dl. Patient 2 initial ft4 result was 7.52 ng/dl and the repeat result was 1.01 ng/dl. Patient 3 initial hcg+b result was 1.46 miu/ml and the repeat result was 0.100 miu/ml with a data flag. The repeat results were reported outside the laboratory. The patients were not adversely affected. The ft4 reagent lot number was 188609 and the hcg+b reagent lot number was 190280. The expiration dates were requested, but were not provided. The customer performed liquid flow cleanings and received an analyzer alarm indicating there was an issue with the measuring cell condition. The customer performed measuring cell preparations and the alarm did not occur anymore. The customer ran qc and the results were in the acceptable range. A specific root cause could not be identified. It was determined there was possibly a partial obstruction on sipper flow path due to problems with sample quality and preanalytics. It was noted the customer did not use the recommended sample tube rack adapters which may have allowed the sample tube to lean and cause sample pipetting issues.